Manufacturer narrative:
H6. Fdd code corrected. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from healthcare provider (hcp) via a manufacturer representative regarding a patient having spinal therapy for an indication of spinal canal stenosis. It was reported that the patient who underwent l4-5 tlif on (B)(6) 2022 due to an adjacent disorder after l5-s tlif, was told that the cy had a back-out. The patient had been prohibited from high-intensity work after his discharge from the hospital, but he did not comply and worked. The cage was positioned median and fit the endplate in a plane, and the construct seemed to have no problems although slightly backward. The images taken immediately postoperatively, one month postoperatively, and three months postoperatively show that the jack-up was clearly closing ,gradually backing out, and protruding about 4 mm into the spinal canal at three months after the procedure. Since it has undergone posterior decompression, there are no neurological symptoms, but if it backs out any further, surgery has to be performed. However, it has backed out behind the cauda equina and is difficult to deal with. It was reported that even though the patient was heavily burdened by their physique and labor, many overseas patients must be even larger, so it l ed to speculation that this product might be a problem. There were no such events during the ev, so the jack-up will be reverted to the ev for the time being. There were no further complications reported regarding the event.

Manufacturer narrative:
Report source: country: japan. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.